Manufacturer narrative:
Mother of type 2 diabetic on vgo 20 for over 2 weeks reported that the pt. Was hospitalized with dka; bg of 600. At the hospital the pt. Bg decreased to 214 with treatment. . Pt. Stated vomiting around 10:30 pm on (B)(6) 2017 and his bg was 390. Mother states she suspected dka the next morning (pt. Bg was 600, he was vomiting, drowsy and had a change in alertness) so she took the pt. To the hospital. The mother states that the pt. Bg was "doing well" on vgo until this episode. There is no allegation of device malfunction. Device was not returned for evaluation. Root cause cannot be determined.

Event description:
Mother of type 2 diabetic on vgo 20 for over 2 weeks reported that the pt. Was hospitalized with dka; bg of 600. At the hospital the pt. Bg decreased to 214 with treatment. Mother told the ae assessor that the pt. Bg was 120 to 180 the first few weeks on vgo. Pt. Stated vomiting around 10:30 pm on (B)(6) 2017 and his bg was 390. Mother states she suspected dka the next morning (pt. Bg was 600, he was vomiting, drowsy and had a change in alertness) so she took the pt. To the hospital. Pre-vgo the pt. Had hyperglycemia on novolog 70/30 bid(insulin amount varied and pre-vgo bg range is unknown). The mother states that the pt. Bg was "doing well" on vgo until this episode. Device was not returned for evaluation.